Event description:
A home pt contacted baxter's tech svc ctr regarding a system error 2240 message that appeared on the display of their homechoice machine during drain 1/3 of their automated peritoneal dialysis therapy. Per the initial report, the home pt was connected at the time of the alarm. However, the home pt disconnected themselves from the pt line during a dwell cycle to use the restroom. When the pt returned, they reconnected back up, and received the alarm shortly after. Baxter's tech svc ctr assisted the home pt in ending therapy early. No pt injury or medical intervention was associated with this incident per the home pt's nurse.